Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: (B)(4): the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported that the device indicated elective replacement (eri) in less than three years and the device longevity was questioned. The device was explanted and replaced. No patient complications have been reported as a result of this event.